Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The user reported infection at the insertion site, and when the user tried to squeeze the insertion site to remove blood and pus, the sensor popped out of the site. Despite multiple follow-up attempts being made to gather additional information, no response was received from the user. Development of infection at the sensor insertion site is a known and anticipated potential adverse effect.

Event description:
On june 26, 2024, senseonics was made aware of an incident where the user had an infection at the insertion site. The user squeezed on the insertion site to get the blood and pus out and during the process the sensor popped out of the insertion site.